Event description:
It was reported that an alert was generated for an out of range shock impedance greater than 200 ohms. The alert was noted one day post implant of this cardiac resynchronization therapy defibrillator (crt-d). Review of programmed settings showed that dual coil shocking configuration had been programmed where a single coil lead was implanted. An in person check was performed prior to patient discharge and the shock configuration was reprogrammed to single coil. The device remains in service and no adverse patient effects were reported.